Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee procedure, the first pass mini was used to pass the s+n mini tape through the root of the meniscus, the joint space was tight, however, the suture was able to be passed. Then, it was used to pass a strand of orthocord, during the attempts to pass this suture, it kept falling out of the suture retention slot in the bottom jaw, prior to firing the device. It was noticed that the self-capturing "teeth" in the top jaw had dislodged from the jaw and fell into the knee joint when trying to remove the device from the patient. The self-capturing "teeth" was safely removed with some artery clamps through the same incision. The procedure was completed with non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the device ¿teeth in the upper jaw,¿ dislodged and, ¿fell into the knee joint.¿ the two provided undated/unlabeled photos were reviewed. One photo appears to show the jaws of the suture passer tip broken off from the suture passer. The other provided photo showed the device packaging only. Reportedly, after the first pass mini (right curved) was used to pass the smith and nephew mini tape, through the meniscus, it was communicated ¿the joint space was quite tight,¿ however, successful. Additionally, after ¿a strand of orthocord¿ (competitor¿s suture) was then used, ¿it kept falling out of the suture retention slot.¿ the broken device was removed from the knee joint using ¿artery clamps.¿ as of the date of this assessment, the device has not been returned. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Conclusion. Based on the information provided, the root cause of the reported ¿self-capturing "teeth"¿ breakage cannot be concluded based on the information provided but user verses procedural error cannot be ruled out. It cannot be verified that this is a malperformance or failure of the first pass mini device. Per case details, ¿attempts¿ were made to pass the orthocord (competitor¿s) suture which is not recommended for use with is device. The surgery was reportedly completed using a competitor¿s device (arthrex knee scorpion) with a non-significant procedural delay. The patient impact beyond the reported is not anticipated as the broken piece was ¿safely removed¿ from the patient and the ¿patient is fine.¿ no patient harm has been alleged. Therefore, no further clinical/medical assessment is warranted. A review of the customer provided images shows a detached suture capture and the original packaging confirming part number 72290130 and lot number 2077946. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The suture capture teeth were deformed and no longer in the upper jaw window. No other deficiencies were visible. A functional evaluation showed that pulling the lever would close the jaw and deploy the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the device ¿teeth in the upper jaw,¿ dislodged and, ¿fell into the knee joint.¿ the two provided undated/unlabeled photos were reviewed. One photo appears to show the jaws of the suture passer tip broken off from the suture passer. The other provided photo showed the device packaging only. Reportedly, after the first pass mini (right curved) was used to pass the smith and nephew mini tape, through the meniscus, it was communicated ¿the joint space was quite tight,¿ however, successful. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of the customer provided images shows a detached suture capture and the original packaging confirming part number 72290130 and lot number 2077946. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during a knee procedure, the first pass mini was used to pass the s+n mini tape through the root of the meniscus, the joint space was tight, however, the suture was able to be passed. Then, it was used to pass a strand of orthocord, during the attempts to pass this suture, it kept falling out of the suture retention slot in the bottom jaw, prior to firing the device. It was noticed that the self-capturing "teeth" in the top jaw had dislodged from the jaw and fell into the knee joint when trying to remove the device from the patient. The self-capturing "teeth" was safely removed with some artery clamps through the same incision. The procedure was completed with non-significant delay using a competitor device, named arthrex knee scorpion. The patient is fine and no further complications were reported.